Manufacturer narrative:
The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the suggested event occurred due to one of the following mechanisms. Thermo-mechanical fatigue. Wear and tear. Improper handling (impact, shock). However, the subject device was not returned and the specific root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: warning -infection control risk "properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel." 4.1 inspection and testing -inspecting the product. "Visually inspect the product. Make sure that it has: -- no corrosion. -- no dents. -- no scratches. Ceramic insulation at distal end - visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures)." Warning. Risk of injury. "Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user." "Do not use the instrument if damaged." -damaged product: "if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for analysis due to hospital policy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2023-00252.

Event description:
The customer reported to olympus that during the procedure, the ceramic tip on the inner sheath broke off in the patient. The patient was large with a very large prostate and elevated bladder neck. Visibility was poor due to bleeding. The doctor was putting a lot of torque on the scope and the sheath and damaged the sheath in the process. When the sheath was removed, it was noticed it was broken. The doctor was informed that the piece needed to be retrieved, and he stated he could not at that time and he would retrieve it when the patient came back for the robot prostate. A catheter was inserted and the case was aborted.